Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer resolved alarms by changing supplies and resuming insulin. The customer reported that the occlusion alarms would recur after approximately 24-36 hours after each supply change. As the alarms occurred in the past, troubleshooting was unable to be performed. The customer discontinued from the pump and reverted to manual injections for insulin therapy. The customer's blood glucose ranged from 200-300 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.